Manufacturer narrative:
(B)(4). Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain.

Event description:
Title: efficacy of a robotic stapler on symptomatic anastomotic leakage in robotic low anterior resection for rectal cancer author: kai chen1 · akio shiomi1 · hiroyasu kagawa1 · hitoshi hino1 · shoichi manabe1 · yusuke yamaoka1 · shunichiro kato1 · marie hanaoka1 · kentaro saito1 · chikara maeda1 · tadahiro kojima1 · ikuma shioi1 ·kenji nanishi1 · yusuke tanaka1 · shunsuke kasai1 citation: surgery today https://doi.org/10.1007/s00595-021-02313-6 this retrospective study aims to evaluate the effects of robotic staplers on anastomotic leakage (al) in robotic low anterior resection (ro-lar) for rectal cancer and investigated the risk factors for symptomatic al in ro-lar. Between dec 2011 and mar 2019 , a total of 427 consecutive patients with primary rectal cancer who underwent ro-lar without diverting stoma (ds) using the da vinci surgical system were retrospectively investigated. A manual stapler was applied to 258 patients (183 males, 75 females) age 65 (29¿87 years ) and a robotic stapler to 168 patients (93 males, 75 females) age 66 (28¿86 years) . After one-to-one psm, 168 pairs of manual cases (102 males,66 females) age 65 (35¿86 years) and robotic stapler cases (93 males, 75 females) age 66 (28¿86 years ) were selected for this study. Between 2011 and 2016,a manual stapler for every ro-lar procedure was used. The manual stapler used in this period included echelon flex¿ endopath (ethicon endo-surgery, cincinnati, oh, USA) and a competitor's device, which require an assistant surgeon to fire through manual handling. After 2016, a robotic stapler, of a competitors device, was used for all cases . Reported complication included: manual group: air leak test ,before matching (n=26) and after matching (n=17). Median blood loss was significantly higher ,5 ml (n=245). Symptomatic al (clavien¿ dindo grade = ii) (pod < 30), before matching (n=14) and after matching (n=11) requiring medications. Severe symptomatic al (clavien¿dindo grade = iiib) (pod < 30), before matching (n=12) and after matching (n=10) requiring emergency invasive intervention under general anesthesia (operative intervention including intracorporeal lavage and ds construction). Complications related to anastomosis (pod < 30): anastomotic bleeding clavien¿dindo grade = ii ,before matching (n=14) and after matching (n=16) requiring medications. Complications not related to anastomosis (pod < 30): clavien¿dindo grade = ii ,before matching (n=24) and after matching (n=15) requiring medications.clavien¿dindo grade = iiib , before matching (n=1) and after matching (n=1) requiring emergency invasive intervention under general anesthesia (operative intervention including intracorporeal lavage and ds construction). It was concluded, that this retrospective, single-center, psm cohort study showed that robotic staplers could significantly reduce the rate of symptomatic al in ro-lar. The newly developed technology used in robotic surgery appears likely to further improve the safety of lar for rectal cancer.